Event description:
It was reported the pt developed a surgical site infection post implantation of deep brain stimulation electrodes and neurostimulator. The organism was serratia. The pt was subsequently admitted to an outside hosp, where the electrodes and generator were removed. The pt also developed a brain abcess. The event did not abate after use was stopped. The event did not reappear after reintroduction. Add'l info has been requested, but was not available as of the date of this report.